Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had no needle cap. The following information was provided by the initial reporter: the customer reported that there was no needle cap.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had no needle cap. The following information was provided by the initial reporter: the customer reported that there was no needle cap.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/10/2020. H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one unit in its sealed original packaging. A device history record review showed no non-conformances associated with this issue during the production of this batch. During the visual examination it was observed that the cap was missing confirming the reported defect. Although no quality issues were identified during the manufacturing process, the defect is likely related to a robot crash during packaging. H3 other text : see h.10.